Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the cartridges from the same lot have been returned and evaluated by product analysis on (B)(4) 2016 and (B)(4) 2016 with the following findings: the cartridges were returned to animas. A visual inspection of the cartridges was performed. No damages or defects were noted. A fill test and a force test were performed with no failures observed. In addition, no issues were noted related to loss of prime. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.